Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "low," and the meter bg reading was 594 mg/dl. Bg was addressed via a correction bolus. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.